Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated purewick has failed water troubleshooting. They have requested that the customer work directly with the manufacturer first to resolve the issue.

Event description:
It was reported that the patient stated purewick has failed water troubleshooting. They have requested that the customer work directly with the manufacturer first to resolve the issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I)". (Note the letters correlate to a diagram within the instructions for use). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. Replacing canister and tubing : replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up . Canister or tubing appear cloudy . Canister or tubing appear discolored . Canister becomes cracked . Tubing becomes torn . Purewick¿ external catheter no longer securely connects to collector tubing . Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrrection: d,e,h. Correction format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.